Event description:
It was reported that the right ventricular (rv) lead had high impedance and thresholds in the bipolar pacing configuration. Both had been rising over the past year and a polarity switch to unipolar pacing had occurred. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.